Event description:
It was reported that during placement when user injected water to inflate the balloon, the inflation lumen expanded, possibly because the inner lumen was blocked. No troubleshooting procedure were performed. It was presumed that the lumen was blocked.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.